Event description:
"A letter from allianz (B)(4) insurance company alleges that a house fire in (B)(6) involving the death of one of their clients was fueled by a devilbiss 515aks oxygen concentrator. The remnants of the concentrator were made safe by the investigating authorities. There was no additional information provided. The investigation is in process in (B)(6) to determine the cause of the fire. A request has been made by devilbiss for a return of the unit. The unit that was involved with this event was discontinued in 2008. A follow up report will be filed when unit has been returned and the investigation is complete."